Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The events of hardening, red and puffy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported 6 months after injection to the "lower face" with juvederm voluma xc pt developed "hardening and red and puffy in this area." Pt treated with hylase, antibiotics, prednisone, and cortisone. Symptoms are ongoing.